Event description:
Information received indicates the head section will not articulate down.

Manufacturer narrative:
The technician found the release cable was broken. The technician replaced the release cable to repair the stretcher.